Manufacturer narrative:
A ge service rep performed an onsite investigation. The high voltage cable ends were regreased and the printed circuit board's voltage was checked. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed distorted images that collapsed in the screen and during fluoroscopic the iris closed all the way down without the doctor depressing the fluoroscopy foot switch, and there was a beeping sound. No pt injury was reported.